Event description:
The patient reported that his implantable neurostimulator (ins) quit working. The doctor picture power on reset (por) message on programmer since (B)(6) 2017 noted about a week ago. The patient stated that therapy has not been working right in the past 6 months since 2017. The patient was able to sync the device and noted it was off with por warning message. The patient also stated he went on a cruise (B)(6) 2017 and he had to go through different security screeners. The patient was going to try to have a representative paged by his primary care physician (pcp) to clear the warning por message. The patient indicators for use are for gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their battery went dead and it was ¿not working properly¿. It was noted by the patient that the issue was resolved ¿by himself¿. There were no further complications reported or anticipated.